Event description:
Customer alleged discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 2.1, lab: 4.0. Time between testing was a couple of hours. Pt's therapeutic range is: 2.0 - 2.2.

Manufacturer narrative:
Investigation pending.